Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website for essure, which has been established in preparation of a public FDA advisory committee meeting which took place in sep-2015 (case#s FDA-2014-n-0736-2539 and FDA-2014-n-0736-2561, awareness date 01-nov-2015). This refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012 due to having complications during her last pregnancy. Additional information was provided on 02-nov-2015 and 23-nov-2015 (ptc investigation result). The day of the procedure, she was prescribed volume to take 30 minutes before the procedure to relax, 7.5 hydrocodone to take 2 hours before procedure as well take another one 30 minutes before procedure and then wait to be called back. Physician placed the first coil in left tube and consumer felt a little pressure then he started to place the next coil in right tube and she experienced a lot of pain and pressure. The physician said the right tube did not want to go in but he got it in. After the procedure she was dizzy, sick to stomach, out of her mind due to all the medication she took, hurting in her right side really bad and bleeding really bad. She was prescribed tylenol for the pain. Time went by and she would have to deal with headaches, weakness, sharp pains in right tube so bad that it would burn it would hurt so bad, sick to stomach, depression, tired all the time, serve bleeding during period, bleeding in between periods, metal taste in mouth, bleeding when she hurt, and the coils going through tubes into uterus. At age (B)(6), she had a partial hysterectomy done to help with all of the problems (hysterectomy date reported (B)(6) 2015). She had problems waking up with the anesthetic then had problems with her bladder. On (B)(6) 2015, she came back to physician's office to get the catheter removed. She was still experiencing problems; she would not know when she has to urinate. The doctor did not find coil in tubes; instead she found them inside uterus. Ptc investigation result: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bleeding really bad (interpreted as genital bleeding). She had a partial hysterectomy done to help with all of the problems. This event is serious due to its medical importance and listed in the reference safety information for essure. Considering its nature and based on a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. Based on the available information, there is no relationship between the reported event(s) and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.